Event description:
The customer reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed. The customer stated that the device was exposed to magnetic resonance imaging, but she was able to completely rewind the device. The customer had low blood glucose of 34mg/dl and was treated with orange juice. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk.